Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre wireguided balloon dilator was used in a dilatation procedure on (B)(6), 2010 involving a male adult patient (exact age, weight and identifier are all unknown.) According to the complaint, the balloon ruptured during the initial inflation attempt. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "good."

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre wireguided balloon dilator was used in a dilatation procedure on (B)(6), 2010 involving a male adult patient (exact age, weight and identifier are all unknown.) According to the complaint, the balloon ruptured during the initial inflation attempt. No pieces of the balloon detached. The procedure was completed with another cre balloon with no patient complications. The patient's condition has been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed no damage to the catheter, but the balloon was found to be relaxed, deflated and torn longitudinally confirming the event description of balloon burst. The root cause of this complaint will be classified as operational context as the failure occurred when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources.) A review for similar complaints was completed and there were no other complaints reported.